Manufacturer narrative:
This lead remains implanted but out of service; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in pace impedance measurements to out-of-range values resulting in a safety switch to unipolar configuration. Noise was also reproducible with pocket manipulation and provocative maneuvers with bipolar sensing. Since the patient was already scheduled for a device replacement (for normal depletion), a new atrial lead was implanted during the same procedure, and the existing ra lead was surgically abandoned (it remains implanted but out of service). Besides intervention, there were no other adverse patient effects reported.